Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a chocolate pta balloon along with a non-medtronic 7fr sheath, spider guidewire and 6.0 embolic protection during procedure to treat a moderately calcified lesion in the left distal superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel was little tortuous. The vessel diameter and lesion length are 7mm and 190mm respectively. A non-medtronic inflation device was used for inflation. 50/50 contrast heparinized saline was used for balloon inflation. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. Balloon inflation difficulties was observed during balloon inflation at 6atm. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. It was reported that balloon had a noticeable waste in the mid portion of the balloon. Physician deflated balloon and pulled back balloon and inflated in a more proximal section and noticed the same balloon waste in the same spot. Balloon was removed and a new (same size) balloon was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Device evaluation visual inspection under the microscope shows that both marker bands are intact, and blood is visible at the proximal end of the balloon within the inner lumen. Device returned with bunching/twist visible on the balloon profile at approx. 5cm distal to the proximal balloon bond. It was not possible to flush the device and a 0.018¿ guidewire from the lab could not be loaded past the proximal marker band due to biologics present inside the lumen. The device was connected to an indeflator and inflated to nominal pressure (6atm) and rated burst pressure (12atm) with no issues and not twist noted on the balloon or cage. The balloon inflated and deflated with no difficulty. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.